Manufacturer narrative:
H3: product analysis #(B)(4): part # 5485900, lot # ct13g065. Visual and functional inspection confirmed the open extender is worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a extender used in deformity correction. It was reported that extender was used to thread inner piece and inner piece was getting 'caught' and it was unable to thread all the way down to reduce rod. There was a small spur on inner threads of extender, making it impossible to thread inner piece all the way down. Levels implanted was t3-l1. Pre-operative diagnosis for this patient was scoliosis. No adverse event occurred to patient. Product was worn and likely occurred from repetitive use over several years. Event was pointed out on back table, but identification of malfunction was noticed in surgical field. There were no further complications that were reported.